Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), amnesia ("memory loss"), abdominal distension ("bloating"), back pain ("back pain"), abdominal pain ("abdominal pain/pain") and dyspareunia ("painful sex"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, alopecia, amnesia, abdominal distension, back pain, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, dyspareunia and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding") in a 26-year-old female patient who had essure (batch no. C18714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included anxiety, depression, kidney infection, factor v leiden carrier, mthfr deficiency and menometrorrhagia. Concomitant products included ibuprofen for bladder disorder and urinary tract disorder, antibiotics for uti, bladder disorder and urinary tract disorder as well as cyanocobalamin (vitamin b12). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dyspareunia ("painful sex/painful intercourse/dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pains female/pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping) started after the surgery and was a constant part of life/cramps"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and anaemia ("abnormal bleeding (vaginal, menorrhagia) lots of blood loss"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), amnesia ("memory loss"), abdominal distension ("bloating"), back pain ("back pain"), abdominal pain ("abdominal pain/pain"), abdominal pain lower ("cramping/lower stomach area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis") and loss of libido ("sexual loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, d&c). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, genital haemorrhage, amnesia, abdominal distension, back pain, abdominal pain, dyspareunia, pelvic pain, bladder disorder, urinary tract disorder, fatigue, urinary tract infection and headache outcome was unknown, the alopecia and migraine was resolving and the abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased and loss of libido had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anaemia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, pelvic pain, perforation, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: duplicate event deleted-dyspareunia. Current weight: 136 lbs. Diagnostic results: ultrasound report: llq pain. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received, reporters added, demographics added, product indication updated, lot number added, events: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), utis, migraines/headaches, weight gain, lots of blood loss, sexual loss, device monitoring error added. Event onset date and outcome added, concomitant drugs and diseases added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding") in a 26-year-old female patient who had essure (batch no. C18714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included anxiety, depression, kidney infection, factor v leiden carrier, mthfr deficiency and menometrorrhagia. Concomitant products included ibuprofen for bladder disorder and urinary tract disorder, antibiotics for uti, bladder disorder and urinary tract disorder as well as cyanocobalamin (vitamin b12). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dyspareunia ("painful sex/painful intercourse/dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pains female/pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping) started after the surgery and was a constant part of life/cramps"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain") and anaemia ("abnormal bleeding (vaginal, menorrhagia) lots of blood loss"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), amnesia ("memory loss"), abdominal distension ("bloating"), back pain ("back pain"), abdominal pain ("abdominal pain/pain"), abdominal pain lower ("cramping/lower stomach area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis") and loss of libido ("sexual loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, d&c). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, amnesia, abdominal distension, back pain, abdominal pain, dyspareunia, pelvic pain, bladder disorder, urinary tract disorder, fatigue, urinary tract infection and headache outcome was unknown, the alopecia and migraine was resolving and the abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased and loss of libido had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anaemia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: duplicate event deleted-dyspareunia. Current weight: 136 lbs. Diagnostic results: ultrasound report: llq pain. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2018: quality safety evaluation of ptc. The description to be coded for the event perforation of organs nos was changed to fallopian tube perforation.the meddra llt was changed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of organs'), menorrhagia ('abnormal bleeding (menorrhagia)/lots of blood loss') and genital haemorrhage ('heavy bleeding') in a 26-year-old female patient who had essure (batch no. C18714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included anxiety, depression, kidney infection, factor v leiden carrier, mthfr deficiency and menometrorrhagia. Concomitant products included ibuprofen for bladder disorder and urinary tract disorder, antibiotics for uti, bladder disorder and urinary tract disorder as well as cyanocobalamin. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dyspareunia ("painful sex/painful intercourse/dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pains female/pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping) started after the surgery and was a constant part of life/cramps"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), amnesia ("memory loss"), abdominal distension ("bloating/ebelly"), back pain ("back pain"), abdominal pain ("abdominal pain/pain"), abdominal pain lower ("cramping/lower stomach area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis"), loss of libido ("sexual loss"), vomiting ("non stop throwing up"), rash ("rash") and feeling cold ("freezing"). The patient was treated with surgery (ablation and laparoscopic bilateral salpingectomy, d&c). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, amnesia, back pain, abdominal pain, dyspareunia, pelvic pain, bladder disorder, urinary tract disorder, fatigue, urinary tract infection, headache, vomiting, rash and feeling cold outcome was unknown, the menorrhagia, abdominal distension, abdominal pain lower, vaginal haemorrhage, dysmenorrhoea, weight increased and loss of libido had resolved and the alopecia and migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling cold, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: duplicate event deleted-dyspareunia. Current weight: 136 lbs. I did find out my left tube is twisted. Diagnostic results: ultrasound report: llq pain. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Event: non stop throwing up, rash and freezing were added. Event abdominal distension/ ebelly were updated to recovered. Fu 7 and fu 8 processed together. On (B)(6) 2019: pfs received. Reporters information updated. Fu 7 and fu 8 processed together. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding") in a 26-year-old female patient who had essure (batch no. C18714) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included anxiety, depression, kidney infection, factor v leiden carrier, mthfr deficiency and menometrorrhagia. Concomitant products included ibuprofen for bladder disorder and urinary tract disorder, antibiotics for uti, bladder disorder and urinary tract disorder as well as cyanocobalamin (vitamin b12). On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dyspareunia ("painful sex/painful intercourse/dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pains female/pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping) started after the surgery and was a constant part of life/cramps"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), amnesia ("memory loss"), abdominal distension ("bloating"), back pain ("back pain"), abdominal pain ("abdominal pain/pain"), abdominal pain lower ("cramping/lower stomach area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/lots of blood loss"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: utis") and loss of libido ("sexual loss"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, d&c). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, genital haemorrhage, amnesia, abdominal distension, back pain, abdominal pain, dyspareunia, pelvic pain, bladder disorder, urinary tract disorder, fatigue, urinary tract infection and headache outcome was unknown, the alopecia and migraine was resolving and the abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, weight increased and loss of libido had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: duplicate event deleted-dyspareunia. Current weight: 136 lbs. Diagnostic results: ultrasound report: llq pain concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: correction due to discrepancy between coding action item and match point coder query:: the event "abnormal bleeding (vaginal, menorrhagia) lots of blood loss" specified as ''lots of blood loss"and clubbed with abnormal bleeding (menorrhagia)". Pt not changed. Event anemia was deleted. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), amnesia ("memory loss"), abdominal distension ("bloating"), back pain ("back pain"), abdominal pain ("abdominal pain/pain"), the first episode of dyspareunia ("painful sex"), pelvic pain ("pelvic pains female"), abdominal pain lower ("cramping"), genital haemorrhage (seriousness criterion medically significant) and the second episode of dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, alopecia, amnesia, abdominal distension, back pain, abdominal pain, pelvic pain, abdominal pain lower, genital haemorrhage and the last episode of dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, back pain, genital haemorrhage, pelvic pain, perforation, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. Most recent follow-up information incorporated above includes: on 5-jan-2018: event pelvic pains and cramping, heavy bleeding, and painful intercourse was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), amnesia ("memory loss"), abdominal distension ("bloating"), back pain ("back pain"), abdominal pain ("abdominal pain/ pain") and dyspareunia ("painful sex"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, alopecia, amnesia, abdominal distension, back pain, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, back pain, dyspareunia and perforation to be related to essure. Most recent follow-up information incorporated above includes: on 03-aug-2017: case correction event organ perforation change from listed to unlisted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.